Event description:
Reportedly, the device reached the rrt on 5 october 2022, earlier than the expected date announced in the last follow-up dated 19 july 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - estimated mean longevity is provided in the labeling, which is based on pacing conditions and battery capacity given by the battery manufacturer. - since not all of the historical follow-up data was provided, no precise estimation of the overall longevity could be performed. Based on the two provided patient files dated on (B)(6) 2021 and (B)(6) 2022, the expected overall longevity is estimated at ¿ 66 months. The implantation duration was 66 months, which is higher than 75% of the estimated overall longevity (75% of 66 months = 49 months). Based on hrs guidelines, no premature battery depletion occurred. - upon reception, the returned device was interrogated and found operating in vvi mode, 70 min-1, ventricular channel was with 3.0 v amplitude, and 0.75 ms pacing pulse width; i.e. Under the nominal programming applied for some parameters (mode, basic rate, rate hysteresis, rate response mode, smoothing) as expected when the rrt is reached. - the device was then reprogrammed in ddd mode, pacing pulses were delivered appropriately in a and v channels. Normal sensitivity was measured also in both channels. - then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; current consumption of the hybrid electronic module was normal; the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). Based on available data, no issue is suspected on the subject device.